Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the cup inserter broke while impacting the head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Product was returned; visual inspection confirmed hex bolt fracture. Review of receiving inspection report for lots 80340423, 80330928, and 80339642 (sub lots of 61061826) indicated the devices were manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. Review of the device history record for part 00780402520, lot 61061826 identified no deviations or anomalies. The device was used for treatment. Review of the complaint history for part 00780402520, lot 61061826 identified additional reports of tip fracture. Investigation determined that no further action is required. The observed bolt fracture failure mode has been addressed as part of (B)(4) which increased the shank of the bolt to increase the strength against this failure mode. Please see this mc for additional information. This is a previously addressed design issue. Based on the manufacture date, this device pre-dates the design change. The failure mode of fractured bolt on the hybrid offset shell inserter was previously investigated in (B)(4). Refer (B)(4) for further details. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.